Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a recently implanted patient had ventricular tachycardia (vt) that became sustained (svt) on (B)(6) 2022. The patient was given magnesium supplements and an electrocardiogram (EKG) was performed that confirmed svt; however, the doctor on site confirmed the arrhythmia was not svt, but was instead atrial fibrillation. No clinical compromise was noted. Amiodarone was administered both orally and intravenously which helped to decrease the patient's heart rate. The patient had a syncopal episode on (B)(6) 2022. A transthoracic echocardiogram (tte) performed on (B)(6) 2022 showed a mildly dilated right ventricle with mildly decreased function as well as moderate to severe mitral and tricuspid regurgitation. On (B)(6) 2022, the patient had darker urine with a high creatinine level; the surgery team believed this was due to over diuresis and the urine output was not accurately recorded. The patient's urine was sent in for analysis that ruled out both thrombus and renal dysfunction. The patient's diuretics were discontinued and fluids were administered and the event self-resolved. The patient was ultimately discharged home and was still on amiodarone for atrial fibrillation management and prevention.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia, renal dysfunction, and hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia and hypovolemia as a potential late postimplant complication. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardia arrhythmia, aortic insufficiency, hypertension, and patient conditions (hyperkalemia, elevated creatinine levels, and darker colored urine) could not be conclusively determined through this evaluation. The account reported that the patient was experiencing a major infection which was later determined to be post-operative leukocytosis; the event resolved after treatment with antibiotics. Additionally, the account reported that ventricular tachycardia developed into sustained ventricular tachycardia, and the patient was treated with antiarrhythmic medication. The account later reported that the patient was having darker colored urine and elevated creatinine levels attributed to excessive urine output. Additionally, the patient was experiencing hypertension and hyperkalemia. Further diagnostic testing revealed mitral and tricuspid valve regurgitation. The account reported that the patient was stable after discontinuing diuretics and liberalizing the patient¿s fluid intake. The patient remains ongoing with (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced significant postoperative sternal pain. The patient received oxycodone and dilaudid after implant. The pain was non-radiating but was worse with inspiration. The patient was given ketamine on (B)(6) 2022; ketamine was discontinued on (B)(6) 2022. Additionally, it was reported on (B)(6) 2023 that the patient's unwitnessed syncopal episode on (B)(6) 2022 occurred as they were putting their socks on at the edge of the bed; they felt warm upon standing. The patient could not remember any further details of the event. A computerized tomography (CT) scan of the head was performed with unremarkable results. The syncope was thought to be caused by a suction event related to orthostasis and hypovolemia, as the patient experienced pulsatility index (pi) events at the time of the fall. The patient did not experience any adverse consequences as a result of the suction event. The patient had received intravenous dilaudid prior to the fall. The patient's pump speed was decreased. The patient experienced dizziness while standing on (B)(6) 2022 and was given intravenous fluids; no further episodes or symptoms of orthostasis occurred. The patient's pain was improving on (B)(6) 2022, and they were weaned off of oxycodone. As the patient had a history of fibromyalgia, they would continue to follow up with palliative care for pain management.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.